Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. A photo of imaging of the target lesion was attached to the complaint record, but no evidence of the reported events was provided within the attached photo. A risk review was completed and confirmed that this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered 'adverse event related to patient condition'. It is known that the rotapro device can be used within severe patient anatomy and, that use within severe patient anatomy can increase the likelihood of adverse events occurring.

Event description:
It was reported that the patient died. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, the burr was advanced with a speed of 160k rpm. However, it became stuck in the lesion and could not be removed. Nitro was attempted. But resolution was not found. An attempt to wire next to the burr was made, but the wire wound not advance. A ping pong technique was attempted with a guide and balloon, with no resolution. The rotawire was pulled back to the burr and pulled, causing a grade f, non-flow limiting proximal dissection. The attempts also cause a perforation in the mid vessel, which was treated by a pericardial tap. Additional patient complications included a pericardial effusion, hemorrhage, cardiac tamponade and ventricular tachycardia. The burr and wire could not be removed and the patient was sent for an open-heart surgery to remove the burr and place a graft. The patient was stabilized using levophed, neo and vasopressin. The patient died the following day.

Event description:
It was reported that the patient died. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, the burr was advanced with a speed of 160k rpm. However, it became stuck in the lesion and could not be removed. Nitro was attempted. But resolution was not found. An attempt to wire next to the burr was made, but the wire wound not advance. A ping pong technique was attempted with a guide and balloon, with no resolution. The rotawire was pulled back to the burr and pulled, causing a grade f, non-flow limiting proximal dissection. The attempts also cause a perforation in the mid vessel, which was treated by a pericardial tap. Additional patient complications included a pericardial effusion, hemorrhage, cardiac tamponade and ventricular tachycardia. The burr and wire could not be removed and the patient was sent for an open-heart surgery to remove the burr and place a graft. The patient was stabilized using levophed, neo and vasopressin. The patient died the following day.